Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer resolved the occlusions by changing the pump supplies. Customer's blood glucose was ranged from 180-200s mg/dl.